Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found the lanyard was broken. A functional evaluation revealed the mdu failed the blade ID test. No overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of overheating was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. The complaint of connection problem was confirmed, and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the reed switch or a defective hall board. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the set up of the case, the mdu got hot when plugged in and the blade would not work. The procedure was successfully completed without delay using a back-up device. There was no patient involvement.